Manufacturer narrative:
The device is a combination product. Device evaluated by MFR: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. Visual examination of the stent found that, stent struts on the proximal end of the stent and on the distal end of the stent were pulled and lifted. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was checked outside the body, the stent struts was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the device was checked outside the body, the stent struts was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.